Manufacturer narrative:
The hbsag ii reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the measuring cells, cleaned the rinse stations (sipper, reagent probe, and bead mixer positions), cleaned the water reservoir, checked the water pressure for reagent and sipper probes, and performed an alignment of the sample probe, sipper probe, and the reagent probe. Blank cell calibration and mechanism checks passed. The customer ran calibration and qc with passing results. The customer has had no further issues since the service maintenance actions were performed.

Event description:
The initial reporter questioned a positive result for 1 patient tested for elecsys hbsag ii (hbsag ii) on a cobas 6000 e601 module. The customer alleged a false positive result on the e601 module. "Discrepant" results were observed upon repeat testing. No questionable results were reported outside of the laboratory. No specific results were provided.